Event description:
Caller reported an occlusion alarm, which prompted a visit to the emergency room (ER) with a blood glucose (bg) level 530 mg/dl. The customer's girlfriend assisted by checking the blood glucose level, changing the infusion set and cartridge, resuming insulin on the pump, and drove the customer to the emergency room (ER). At the ER, the customer received treatment with intravenous fluids of saline and insulin, which effectively resolved the issue and there was no permanent damage. The customer was released later that same day.